Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the implant site. The patient underwent a surgical procedure on (B)(6) 2015 to excise the excess tissue. During the same procedure the abutment was exchanged. The implanted device remains.